Manufacturer narrative:
Additional manufacturer narrative: updated section h6 (conclusions code). Corrected sections f10 (device codes), h6 (results code).

Manufacturer narrative:
F10: patient code 3191 = host tissue, pannus growth h3: evaluation summary: customer report of regurgitation was confirmed through observed suture tail abrasion. X-ray demonstrated wireform intact and minimal calcification on the host tissue overgrowth over leaflet 2. A perforation approximately 6mm long was observed on leaflet 2. The perforation was beveled at the outflow aspect, and was a typical characteristic of those caused by suture tail abrasion. Perforation makes contact with the suture tail of suture attached around leaflet 2 when leaflet is in the opened position. Leaflet 1 had a 3mm tear near commissure 1 and a 5mm tear near commissure 2. Leaflet 3 had a 2mm tear near commissure 1. All three leaflets were thickened and swollen near the commissures. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Multiple sutures remained attached to the sewing ring around the valve. Wireform was exposed on commissure 1. H10: additional manufacturer narrative: updated sections f10, h3, h6 h11: corrected data: corrected section h10 (additional manufacturer narrative) this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Customer report of regurgitation was confirmed through visual observations. The perforation was beveled at the outflow aspect and a typical characteristic of those caused by suture tail abrasion. In this case, this device required explant after 7 years and 6 months due to regurgitation. Based on the available information, manufacturing defect was not confirmed. The root cause was likely due to procedural related factors at implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 2900 aortic pericardial valve, implanted seven (7) years and six (6) months, was explanted due to aortic regurgitation. The device was originally implanted for aortic valve replacement to correct aortic stenosis and regurgitation. The device was explanted and replaced with a 25mm 11500aj aortic valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿.